Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the latch valve failed could cause a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The initial MDR 2112667-2020-01870 was submitted with the incorrect manufacturing site. To correct the manufacture report number, a new initial MDR was submitted with the correct manufacturing site under manufacture report number 9710602-2020-00212.